Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Bd has initiated a CAPA #: (B)(4) to document further investigation and root cause(s) of this product issue.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 out of 6 boxes had the wrong size needles mixed in the boxes of the 25 g x 1 in. Bd safetyglide¿ needle. The wrong products that were mixed in were the 1 ½ inch needles. Found before use. No serious injury or medical intervention noted.